Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Consistent high baseline alarm immediately upon insertion at the bedside. Initially had high baseline alarms. They verified placement and repositioned the patient without success. The issue was resolved by exchanging the console. No patient injury or consequence. See associated MDR 3010532612-2023-00056.

Event description:
Consistent high baseline alarm immediately upon insertion at the bedside. Initially had high baseline alarms. They verified placement and repositioned the patient without success. The issue was resolved by exchanging the console. No patient injury or consequence. See associated MDR 3010532612-2023-00056.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.